Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had battery issue and during troubleshooting, it was discovered that the insulin pump had also alarmed two pump errors. Customer stated that insulin pump received a motor communication error and software error detected. Customer's blood glucose level was 78mg/dl at the time of the incident. Customer was advised to perform a normal bolus and bolus was recorded in the daily history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.